Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a nonsustained ventricular tachycardia (nsvt) event accompanied by noise on the right ventricular (rv) and shock electrograms (egms). The patient had a scheduled appointment on the same day but denied undergoing any procedures. Technical evaluation confirmed the presence of nsvt along with noise that appeared consistent with 60hz interference. However, since the noise was isolated to the rv and shock channels and r-waves continued to march through, external electromagnetic interference (emi) is considered unlikely. No similar episodes were observed before or after the event, and all diagnostic markers remained stable. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a nonsustained ventricular tachycardia (nsvt) event accompanied by noise on the right ventricular (rv) and shock electrograms (egms). The patient had a scheduled appointment on the same day but denied undergoing any procedures. Technical evaluation confirmed the presence of nsvt along with noise that appeared consistent with 60hz interference. However, since the noise was isolated to the rv and shock channels and r-waves continued to march through, external electromagnetic interference (emi) is considered unlikely. No similar episodes were observed before or after the event, and all diagnostic markers remained stable. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This lead remains in service. Additional information was received mentioning that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been returned and analyzed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a nonsustained ventricular tachycardia (nsvt) event accompanied by noise on the right ventricular (rv) and shock electrograms (egms). The patient had a scheduled appointment on the same day but denied undergoing any procedures. Technical evaluation confirmed the presence of nsvt along with noise that appeared consistent with 60hz interference. However, since the noise was isolated to the rv and shock channels and r-waves continued to march through, external electromagnetic interference (emi) is considered unlikely. No similar episodes were observed before or after the event, and all diagnostic markers remained stable. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This lead remains in service. Additional information was received mentioning that this lead was explanted and replaced. No additional adverse patient effects were reported.